Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it could not be confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for ventilation. The root cause could not be determined, but the device did not show any malfunction and user error may be indicated. In consequence the patient was manually ventilated twice. The affected ventilator was tested, and no malfunction could be determined. During the use of the affected device, the patient had to be resuscitated. The patient died after being put on a different ventilator (brand and model unknown).

Event description:
This vent was involved in an incident. Below is the statement from the resp care department. "An ICU patient began deteriorating with low return tidal volumes and low minute ventilation on pressure control, and subsequent asystole. The patient was removed from the vent and manually ventilated and CPR performed with rosc. The patient was returned to the vent with consistent low volumes in pressure control. The patient was then removed from the vent a second time and manually ventilated. The vent was removed from service and sequestered. After placing the patient placed on a second ventilator, they went aystole a second time with rosc. The patient was subsequently made dnr and expired."